Event description:
The outer layer of the elastomer membrane of the disposable infuser containing the antibiotic dose for this pt split, disability it from properly infusing the drug solution. The dose had to be replaced.